Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope, during the manual clean of device, white powder (nex powder) was found and was not coming away. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on device evaluation and the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign material in the air/water cylinder and tube. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. According to previous investigations, the use of products that contain silicone can cause deposits of white foreign material. Silicone is for example included in simethicone, a defoaming agent, lubricants and so on. If the customer used them, there was risk that foreign material had remained in the channel even if the reprocessing was conducted in accordance with IFU. Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.